Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: long-term prognosis and outcomes in patients undergoing his bundle pacing implantation a multicenter, prospective observational study in japan. Circulation journal. 2026. 1-10. Doi: 10.1253/circj.cj-26-0196 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding his bundle pacing (hbp). The authors described patient deaths; however, the causes of death were unknown and described as all-cause mortality. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested but not yet received. There were two patients who experienced acute complications before discharge: cardiac tamponade in one patient and torsade de pointes due to r-wave undersensing in the other. In the follow up period, there were two patients who required device extractions due to infection and two patients hospitalized for heart failure. One lead implant failure occurred due to dislodgement. There were leads which exhibited increases in thresholds and other unknown complications which required lead revisions or a change from hbp to right ventricular (rv) pacing. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.